Event description:
It was reported that, the subject device displayed a b-30 scope communication error. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the investigation found the subject device had no image. Based on the results of the investigation, it is likely due to a random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.